Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) was emitting tones. A patient initiated interrogation was performed and review of the transmission identified an error code. Boston scientific (bsc) technical services (ts) and engineering reviewed the available data. The firmware log showed persistent logging of compromised device data. Furthermore, since detection of the compromise will correct the errors, it was suspected that the code that checked for data issues was itself corrupt. Perceived corruption of the normal sinus rhythm (nsr) template data ultimately led to a device reset, which restored the firmware image. A v2p2 measurement was observed in the log after the reset, indicating that periodic tasks were running as expected. The device should be functioning normally after the reset. The device remains in service and continued patient monitoring was recommended. No adverse patient effects were reported.